Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions have been implemented to mitigate further occurrences. Root cause description: bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions have been implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) from the manufacturing process for this issue and corrective actions have been implemented.

Event description:
It was reported that the safety mechanism detached from the bd vacutainer® eclipse¿ blood collection needle during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the safety mechanism detached from the bd vacutainer eclipse blood collection needle during use. There was no report of exposure, injury, or medical intervention noted.